Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6), explanted: (B)(6), product type: lead.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and degenerative disc disease. It was reported that the ins was explanted because it was getting old and was not holding a charge very long. It was happening gradually. The ins was explanted and replaced with an ins from a different manufacturer. The leads were left implanted. No patient symptoms were reported. No further complications were reported/anticipated.